Event description:
A pt experienced a corneal ulcer while wearing focus night & day contact lenses. According to the info, the pt experienced eye pain with 3 paracentral corneal ulcers in the right eye, at the same time, 25 days after initial fitting of the lenses. The ulcers were cultured by the treating ophthalmologist, but results were not relayed to the optometrist. The reporting optometrist was not provided contact info for the treating ophthalmologist and has not received any add'l info regarding the treatment course or resolution for this pt. No add'l info is available at this time.